Event description:
The customer stated that when she opened a new carton of test strips, the cap on the bottle was open. She did not use the strips for testing, and no adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.